Event description:
The only available information is that pt was in the cath lab, the tubing broke near the upper fitment and fluid was found on the floor during the procedure. No pt harm reported and no medical intervention was required. The customer stated that no further pt/event information is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigations has been completed. No available code for pending investigation.